Manufacturer narrative:
H.6 investigation summary: catalog: 442023. Batch no.: 3130646. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported when using the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) ten patient (accession number (B)(4)) molecular false positive results were received by the user while using in conjunction with the biofire platform. A dual identification of c. Tropicalis and s. Epidermidis was received. The c. Tropicalis was the unexpected result. The s. Epidermidis result was confirmed by gram stain and bacterial culture. No health impact or consequence reported. Report 1 of 10.

Event description:
It was reported when using the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) ten patient (accession number (B)(6)) molecular false positive results were received by the user while using in conjunction with the biofire platform. A dual identification of c. Tropicalis and s. Epidermidis was received. The c. Tropicalis was the unexpected result. The s. Epidermidis result was confirmed by gram stain and bacterial culture. No health impact or consequence reported. Report 1 of 10.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: k113558 and k222591.